Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There are 100+ items placed on dc orthokit quarantine due to breakages, functional tests failures. Thirty eight pertain to depuy spine products. In all cases no data available if any injures or adverse events. No information about surgery, delays, patient related data. Only product code/lot description and breakage definition is available. Qi# (B)(4).

Manufacturer narrative:
Visual examination of the returned device revealed indentation marks and a fractured distal tip. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the breakage/damage cannot be positively determined. However, a potential root cause may be wear and tear on the instruments and/or instrument being subjected to a higher than anticipated stress during use resulting in fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.